Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, there was an issue with a d97120f5 bipolar pacing catheter. The right femoral vein was accessed, they gave a curl to the catheter then advanced the pacing catheter to the right ventricle wall. Attempts to test the catheter using the standard temporary pacemaker failed to capture or see any spikes on the electrocardiogram (ECG). The pacer box was switched out without change. The electrical cables were switched out without change. Finally, a new edwards pacing catheter was opened, used, and finally worked. This caused a delay in tavr procedure time, but no injury reported. No lot number was provided. The product is available for return.

Manufacturer narrative:
The complaint affected unit was not returned for evaluation; therefore, a product non-conformance or device failure could not be confirmed. The malfunction code could be associated to multiple root causes. As part of the catheter manufacturing process, 100% of the units go through an electrical continuity inspection, and continuity test is performed. Since a failure mode could not be confirmed, and with the information available further investigation could not be performed. The instructions for use (IFU) for bipolar pacing provides instructions to ensure electrode condition prior catheter insertion. Warning: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Precaution: avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Precaution: since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.